Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 for 6 days. Customer¿s blood glucose at the time of hospitalization was 600 mg/dl. Customer had multiple blood glucose such as 300 mg/dl, 361 mg/dl, 411 mg/dl, 471 mg/dl, 511 mg/dl. Customer did experienced the symptoms due to high blood glucose such as vomiting. Customer¿s blood glucose was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was active during the time of event. The insulin pump will not be returned for analysis.